Event description:
The clamp on the expiatory water filter/trap can unintentionally come undone creating a leak in the circuit which causes an increase in respiratory rate and a decrease in tidal volumes. The most recent event was identified when a vented patient coughed, and it appears to have resulted in the clamp opening while in use.